Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a burnt tip housing (burnt teflon tip). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was identified. The instrument did not collide with an energy instrument during the procedure, arcing was not observed during the last procedure. There was no injury to the patient. Images of the device are not available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
On 29-oct-2024, additional information was obtained from the distributor that the complaint was initially created under the incorrect site. The initial MDR (MFR report number 2955842-2024-17005) was submitted under the incorrect hospital. Please refer to MFR 2955842-2024-22470 for correct information.

Event description:
Refer to h11 for follow-up information.